Event description:
It was reported that the lens haptic "popped out" and the incision was enlarged to remove the remained of the lens. A back up lens was implanted. Additional information has been requested, but no additional information has been received. Reference MDR#: 1313525-2015-01174 for the lens injector used during the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.